Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door 4 was failed, would not recover, and the latch was double clicking. The field service engineer (fse) initially replaced the latch, but the issue persisted. The fse then replaced the door controller board, performed configuration after system reboot, and validated functionality. The escort completed inventory of all doors, including door 4, confirming that all doors were functioning properly. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower ed bottom door repeatedly failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.